Event description:
It was reported that this implantable pulse generator was explanted 45 days after implant due to product performance issue. At this time a new device has not been implanted. No additional patient adverse effects were reported.

Event description:
It was reported that this implantable pulse generator was explanted 45 days after implant due to placement difficulty. At this time a new device has not been implanted. Additional information from the field indicated this patient's rv lead was implanted in the left ventricle as the physician mistakenly accessed the artery rather than the vein. The entire system was explanted. There is no allegation against this pulse generator. No additional patient adverse effects were reported.